Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent under-sensing and potential loss of capture. It was also reported that right ventricular (rv) lead exhibited a unipolar lead impedance warning and loss of capture and the implantable pulse generator (ipg) had invalid cardiac compass data. The ra lead, rv lead, and ipg all remain in use. No patient complications have been reported as a result of this event.